Event description:
The customer called and reported experiencing high blood glucose of over 600 mg/dl. At the time of this report, customer's blood glucose was 221 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Air bubbles were primed from tubing while customer was disconnected. Customer stated insulin was stored at room temperature. During manual prime, insulin exited at the quick release. No leaks were observed. Programming and insulin pump history appeared accurate. Customer declined to perform high pressure test. Customer was advised to contact healthcare provider as soon as possible and monitor blood glucose closely.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.